Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "during PICC placement, when using settinger, after the guidewire was successfully inserted, when the catheter sheath was inserted, it was found that there were barbs at the end of the guidewire, and the sheath did not pass through the guidewire. Use sterile scissors to cut off the end of the guidewire and insert it into the catheter sheath." No other information was provided.